Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away at home. The caller went to wake the customer up, but he had already passed. The death certificate states diabetes as the cause of death, but the caller doesn't agree it, because, approximately one week prior to passing, the customer was in the hospital and was discharged with (B)(6) in his kidneys. The customer was given intravenous antibiotics for one day. The customer had frequent high blood glucose events due to gastroparesis; in the last year of his life, had approximately 100 hospital visits due to high blood glucose. At the time of death, the customer's blood glucose was 142 mg/dl. The customer was not wearing the insulin pump at the time of death; had been disconnected approximately 24 hours. Since the customer had high blood glucose, the customer's health care provider suggested disconnecting the insulin pump and using a sliding scale and manual daily injections to treat. The caller declined returning the insulin pump.